Manufacturer narrative:
The involved device was not returned for evaluation; however eight (8) unused samples of the reported lot were returned. The investigation was based upon assessment of user facility information and evaluation of the unused samples from the reported lot. No abnormalities or defects were noted on visual inspection and the sample passed functional testing. A review of the device history and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The evaluation results suggest that the actual device may have been removed at an extreme angle or rotated causing the safety feature to be temporarily inactivated. Device labeling does address the potential for such an event in the cautions section of the instructions-for-use by statements such as, "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating too quickly." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the safety cover stopped while the attending physician withdrew the inner needle of a surflash plus safety IV catheter so the tip of the needle was not shielded. However, after the needle was withdrawn, the safety cover activated and covered the tip correctly. There was no harm to the patient or medical staff as a result of this event and no needle stick occurred.